Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that they were doing a normal end of service (eos) replacement for the previous device to a new rechargeable implantable neurostimulator (ins) with 2 quad leads and an extension. The caller stated that they connected to the new implantable neurostimulator (ins) and everything was greater than 10,000 ohms even when checking with different reference electrodes. The caller stated that they had already tried wiping the extension off and reinserting it and putting the extension in both front and back ports but got similar results with each troubleshooting effort. The caller tested it in the multi-lead trialing cable (mltc) and everything ranged from 1066-5456 ohms. The caller stated that the patient had no issues prior to replacement and the impedances were fine. The intra-operative electrode impedances were tested at 3.0v with everything over 40,000 ohms. The result was high impedance. It was verified that the lead configuration was correct. The technical services employee had the physician plug the extension into the 0-7 port, plug the 8-15 port, and ensure the extension was torqued down and did not pull out at all. Then they walked through the lead configuration on the clinician programmer an tested at 3v with resulting impedances of >40,000 ohms even when checking different reference electrodes. They switched the lead/extension position in the ins ports and the elevated impedances did not follow the lead/extension. Technical services had the physician plug the extension in the 8-15 port and plug the 0-7 port and then to ensure that everything was secure. The caller ran impedances at 3v and stated that everything was coming back in a normal range. There was no visible damage to the extension and technical services documented that the leads would not have been visible if just the ins pocket was open. It was later reported the same day by the manufacturer representative that the patient was programmed post-operative and was feeling stimulation just fine. There were no issues. The high impedances were not occurring with the extension in the 8-15 port.